Manufacturer narrative:
Results of investigation: the suspect front panel assy was returned to the carefusion failure analysis lab for investigation. The component was visually inspected and fluid ingress was found inside the touch screen. The fa lab was able to duplicate the reported failure and isolate it to the rt1 on the circuit board which was found. No further investigation is required.

Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the vela ventilator touchscreen was not functioning. The customer described the problem as a "non-responsive" front panel. The issue occurred while in use on a patient. There was no harm to the patient, associated with the event, reported to carefusion.